Manufacturer narrative:
Damaged nerves during carpal tunnel release could cause permanent impairment of the hand function, or chronic pain. It is unclear if this occurred with this event based on the information provided. The instruction for use indicates "injury to nerves " as a potential complication. It is unknown if this patient required an additional surgical intervention to prevent permanent damage. The reported event date is an approximate date of the event. The device was not returned for analysis. Additionally, the lot number was not reported and therefore a review of device history records could not be performed.

Event description:
The physician indicated that he had a patient with a potential nerve injury. Per the physician, there was contracture post procedure/potential nerve injury. Imaging was completed and nerve damage was not seen in the images, but the patient was referred to a hand surgeon. There was no device malfunction reported.